Event description:
It was reported that: the apl valve (changeover switch) was jamming when set on the highest pressure setting. This would prevent normal operation when switching from manual to spontaneous mode from the closed position. It was reported that there was no patient injury.